Event description:
Additional information was received from the patient. It was reported that the patient noted they had their ins and leads revised in 2022.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant medical products: product ID: 977a160, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Impedance issues were noted in (B)(6) 2020; however, a manufacturer representative was able to program around these impedances. A manufacturer representative reported that the patient was not feeling stimulation starting about a week prior to (B)(6) 2021 and the physician asked a manufacturer representative to reprogram the patient. An impedance test found that the impedance values were out of range and high on all electrodes 0-15. The patient is not receiving effective therapy, and reprogramming did not resolve this issue. It was noted that surgical intervention was not performed at this time, but the patient may get a revision in order to resolve these issues.